Event description:
On (B)(6) 2010, the patient's physician reported the patient was brought to the hospital on (B)(6) 2010 and she was unresponsive and her blood glucose measured over 400 mg/dl. She was diagnosed with ketoacidosis. The physician stated the patient was currently in the ICU and unresponsive. The physician was unable to provided additional information. On (B)(6) 2010, a company representative visited the hospital and stated the patient was wearing the infusion device at the time of admission to the hospital. She stated the infusion device was functioning properly and the patient's physician agreed. The insulin cartridge was half full and the company representative programmed a 0.5 unit bolus and insulin dripped from the infusion tubing. The device history indicated the patient had not bolused in 2 days. Information downloaded from the infusion devices show the infusion device was in the stop mode for long periods of time prior to hospitalization. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.